Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Based on a review of this information, the following was concluded: the complaint of a leak is confirmed; however, the root cause could not be determined. Two photographs of a 22 g infusion set were returned for evaluation. An initial visual observation of the photographs showed the extension tube was split at the junction of the luer connector and the extension tube. Use residues were observed on the sample in the returned photograph. No other details of the damage could be seen on the sample in the returned photograph. This complaint will be recorded for future trending and monitoring purposes. H3 other text: evaluation findings are in section h11.

Event description:
Customer reported the case internally in our error system. Pac needle. Outpatient (mom called us from home that the tube was kinked). We no longer have the pac needle because it was contaminated with chemotherapy, the leak occurred during treatment (continuous delivery of a drug), he has no influence on the treatment and the patient is fine, it had no consequences for him because the mom immediately recognized the leak and could act accordingly.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will evaluate. Results are expected soon.

Event description:
Customer reported the case internally in our error system. Pac needle. Outpatient (mom called us from home that the tube was kinked). We no longer have the pac needle because it was contaminated with chemotherapy, the leak occurred during treatment (continuous delivery of a drug), he has no influence on the treatment and the patient is fine, it had no consequences for him because the mom immediately recognized the leak and could act accordingly.